Manufacturer narrative:
Method: device not received. Results: no evaluation performed. Conclusions: device not returned, no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed. Manufacturer note: 3m was notified of event via (B)(4). Additional suspect products listed on (B)(4): remodulin (treprostinil sodium) injection 1mg/ml, cialis (tadalafil), coumadin, tracleer. Pt contact information provided to 3m healthcare by united therapeutics product safety ((B)(4)). Additional information was obtained from pt's significant other on june 30 2014.

Event description:
Customer reported tegaderm dressing with border was applied to hickman catheter site. Alleged redness, blisters and skin stripping occurred under border portion of dressing. Reported reaction started a few months ago and was treated with topical creams prescribed by dermatologist and family practice md. Reported reaction progressed inward toward insertion site. Reported md removed catheter last week due to infection. Stated md cultured skin and blood and reported organisms grew. Reported antibiotics were prescribed. Reported area was getting much better, blisters were gone and area is now light pink in color.